Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A charge nurse reported a blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse clarified that the blood leak occurred 10 minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visibly seen at the blue hansen. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. The minimal blood loss was considered as an adverse event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.

Event description:
A charge nurse reported a blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse clarified that the blood leak occurred 10 minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visibly seen at the blue hansen. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. The minimal blood loss was considered as an adverse event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were seven lot numbers delivered to the complainant in this time period, and a lot history review was performed on each identified lot. Out of seven lots, one lot had one complaint reported against it. The complaint addresses an internal leak (no sample). A review of the production record was performed each identified lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.